Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to fracture. This lead also exhibited a decrease in sensing, out of range high impedance and noise. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.